Manufacturer narrative:
Patient information requested and the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer reported that the unit was in use on patient, but there was no patient harm reported.